Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead associated with this pacemaker was surgically abandoned due to high thresholds and high impedance measurements. No additional adverse patient effects were reported. This device remains in service.